Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. It was noted the device had moved three inches off the patient's beltline during another unrelated procedure. Surgical intervention was undertaken on (B)(6) 2021 in which the ipg was moved, resolving the issue.